Event description:
There was a problem with the IV tubing. The lower rubber injection port popped off of the primary tubing. The pt's antibiotic was not given completely and the pt also exsanguinted an unknown amount fluid was very light, so it was probably mostly IV antibiotic fluid. This product was being evaluated by nursing staff, it was not purchased by this medical ctr.